Manufacturer narrative:
Investigation conclusion: a review of the product did not find any unusual trend for the reported complaint category. Root cause: insufficient information. Source: phone.

Event description:
Customer reporting discordant sars result. Customer states the quidel qv otc produced a negative result while another rapid antigen produced a positive response. No confirmation testing was performed and symptomatic status is unknown.